Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected and no issues were observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles in the tubes. 631 tubes were affected. There was no impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: when opening the package for inspection. Defect: when the sales call was reported, the dealer opened the package and inspected it after receiving the goods. It was found that bubbles appeared in the blood collection tube. Quantity: 631 pieces. Impact: no impact on patients or users.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles in the tubes. 631 tubes were affected. There was no impact to patient or user. The following information was provided by the initial reporter, translated from chinese: stage: when opening the package for inspection. Defect: when the sales call was reported, the dealer opened the package and inspected it after receiving the goods. It was found that bubbles appeared in the blood collection tube. Quantity: 631 pieces. Impact: no impact on patients or users.

Manufacturer narrative:
E1. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.